Event description:
It was reported that the lead had dislodged and there was no capture, high impedance and high threshold. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that the right ventricular lead had dislodged and there was no capture, high impedance and high threshold. The right venticular lead was removed and replaced. The right atrial lead was returned to the manufacturer after being explanted due to a system upgrade. The right atrial lead subsequently tested out of specification. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The full lead was returned in segments and analyzed. The distal conductor fractured. It was noted that the defibrillation coil was distorted, several conductors had blood/body fluid (not obstructed), the inner tubing was kinked/buckled, the outer tubing overlay had cosmetic environmental stress cracking, the outer insulation and tubing was torn, outer tubing overlay breached cut, the outer insulation had a cosmetic depression, there was blood in/on the helix/lobe mechanism (sleeve head), there was blood in/on the helix/lobe mechanism, there was a tip seal observation and the lead was stretched. (B)(4): the partial lead was returned in segments. It was noted that the outer insulation breached and had environmental stress cracking. The proximal conductor had blood/body fluid (not obstructed); outer insulation breached cut, outer insulation white substance and cosmetic depression.